Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient underwent ureteral lithotripsy and lithotripsy for renal calculi. At the beginning of the procedure, after placing a guidewire and inserting an inovation single-use ureteral sheath, it was found that the guidewire was difficult to remove, and the guidewire was removed, and it was found that there was a peeling off of the surface coating of the ultra-smooth guidewire see the actual sample and pictures. Clinical judgment led to the choice of opening a new ultra-smooth guidewire, and the subsequent operation was completed successfully, and the surgery was successfully completed. The operation and anesthesia time were prolonged, but otherwise unaffected. The hospital routinely uses ultra-smooth guidewires and this phenomenon occurs infrequently.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 nitinol guidewire in opened packaging. Coating appeared to be flaked off the guidewire. Also received one photo sample that shows top view of guidewire. Therefore, the reported event is confirmed. Labelling was reviewed for this investigation and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that (B)(6) 2025, the patient underwent ureteral lithotripsy and lithotripsy for renal calculi. At the beginning of the procedure, after placing a guidewire and inserting an innovation single-use ureteral sheath, it was found that the guidewire was difficult to remove, and the guidewire was removed, and it was found that there was a peeling off of the surface coating of the ultra-smooth guidewire see the actual sample and pictures. Clinical judgment led to the choice of opening a new ultra-smooth guidewire, and the subsequent operation was completed successfully, and the surgery was successfully completed. The operation and anesthesia time were prolonged, but otherwise unaffected. The hospital routinely uses ultra-smooth guidewires and this phenomenon occurs infrequently.